Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse tightened sample probe and replaced the sample and reagent probe valves and manifolds. Following service, hcg precision was evaluated and found acceptable. The service performed on the sample probe resolved the hcg imprecision. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit which supports the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required. MDR 2247117-2019-00048 and MDR 2247117-2019-00049 were filed for the same event.

Event description:
Discordant, falsely depressed human chorionic gonadotropin (hcg) results were obtained using immulite 2000 xpi. The initial result was discordant and not reported to the physician(s). The sample was repeated in duplicate using the same immulite 2000 xpi. The repeat results were correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg results.